Event description:
It was reported to boston scientific corporation that a gemini basket was used during a ureteroscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the basket failed to open. It is unknown if there was a stone in the basket when the basket failed to open. The procedure was completed with another of the same device. There was no available information regarding patient complications as a result of this event. The patient's condition at the conclusion of the procedure is unknown. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.